Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Ref: medwatch report # 2032227-2010-81917.

Event description:
It was reported that the customer was hospitalized for hypoglycemia while using the infusion pump and the reservoir. No further info was provided.